Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual evaluation: the device was returned. The tuohy was returned loose on the delivery system. The dilator was received in three segments. The filter was returned deployed from the system with one leg caught at the tip of the dilator. The filter legs were bent. No skiving or damage was found on the storage tube. No other anomalies were identified on the returned device. Performance evaluation: the leg of the filter was removed from the tip of the dilator. All limbs were present and intact. Heat was applied to the filter and the filter took the appropriate shape. Measurements were conducted and all measurements met the required specifications. Medical records review: medical records were not provided; therefore, no review could be performed. Image/photo review: no images or photos were provided; therefore, no review could be performed. Conclusion: the complaint investigation is inconclusive for the filter failing to advance through the introducer sheath. Based upon the available information the root cause for this event is unknown. It is unknown if procedural factors contributed to this event. Labeling review: the simon nitinol filter system instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during advancement of a vena cava filter through the delivery sheath, the filter became stuck inside the sheath and could not be deployed. The filter system was removed without incident and another filter was successfully deployed. There was no reported patient injury.